Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally programmed bg value of 267 (mg/dl) into the carbohydrates (carbs) field, and entered 45 (grams of carbs) into the bg field. The customer successfully input the desired values into the accurate fields of the bolus menu and delivered a bolus.